Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The insulin pump was received missing reservoir tube o-ring, cracked select button keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). Customer´s mother reported damage on ip. Broken off part of reservoir compartment. Ip was not dropped or bumped. We agreed to replace the ip. Replacement procedure explained. Country (B)(6). Date: (B)(6) 2017, warranty start: 09/24/2015, warranty end: 09/23/2019, batch - ng1111347h.